Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported externalized conductors were observed through visual inspection. The electrical function of the lead was normal.